Manufacturer narrative:
(B) (4). Literature article citation: yang et al. Clinical and radiographic reports following cervical arthroplasty: a 24 month follow up. International orthopedics 2009; 33: 1037-1042. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a single-level artificial cervical disc replacement. At an unk time post-op, the patient experienced heterotopic ossification but that the bone growth did not affect cervical prosthesis movement.